Event description:
It was reported that the procedure was to treat a lesion in the distal right coronary artery (rca), into the posterior descending artery (pda), and a lesion in the mid rca. The 2.25 x 15 mm xience v stent was implanted in the distal lesion and the 2.5 x 23 xience v stent was implanted in the mid lesion. The patient was sent to recovery; however, then experienced left arm/chest pain and st elevation. The patient was transferred back to the lab. A dissection was noted distal to the mid rca stent, with no flow in the distal portion of the artery. A non-abbott guide wire and a 7french guiding catheter were advanced; however, the guiding catheter caused an additional dissection in the aortic root. A 3.0 x 15 mm xience was implanted in the ostium of the rca for treatment. The 2.25 x 12 mm xience v stent delivery system (sds) was attempted to be advanced to the distal dissection, but could not cross. Multiple balloons were used for dilatation in the rca. A non-abbott stent was implanted in the pda and a 3.5 x 18 mm xience v stent was implanted in the adjacent to the stent in the ostium of the rca, distal. The 2.5 x 18 mm xience v sds was attempted to advanced distal; however, became stuck on the first ostial stent. The sds was pulled out with resistance, and the stent dislodged and was stuck in the ostial rca stent. The guiding catheter was changed and a 4.0 balloon was used to smash the dislodged stent inside the 3.0 x 15 mm xience v stent. Multiple smaller stents were implanted in the vessel for a full metal jacket (2.25 x 8 resolute, 3.0 x 8 xience, 2.5 x 12 xience, 2.5 x 12 xience, 3.0 x 18 xience, 3.0 x 18 xience, 2.75 x 8 xience). The procedure was completed with a good flow, and good patient outcome. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Guide wire: choice floppy, guide cath: 7french al1, stent: 2.25 x 15 mm, 2.5 x 23 mm xience v. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. The 2.5 x 23 mm xience v referenced is being filed under a separate medwatch report.